Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable, as both the item number and lot number of the device are currently unknown. D10: concomitant medical products: item: unknown - unknown ms-30, distal centralizer - lot: unknown. Item: unknown - unknown head - lot: unknown. G2: foreign - event occurred in australia. Investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision for unknown reasons. Due diligence is in progress for this complaint; to date no additional information or product has been received.